Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the suture broke. The device was removed and manual compression was applied to achieve hemostasis. It was believed that the suture break was influenced by the calcification in the vessel. There were no reported pt adverse effects. Though requested, no additional info was provided.